Manufacturer narrative:
Batch review performed on 26-jan-2024. Lot 2215915: (B)(4) manufactured and released on 21-sep-2022. Expiration date: 2027-08-28. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
About 1 month and a half after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.